Manufacturer narrative:
This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2021-09441 it was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular exhibited high impedance. The physician attempted to adjust the lead however, the helix would not extend. The lead was removed and replaced. Another right ventricular lead was attempted to implant however, impedance was also high and helix failed to extend. The lead was removed. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.